Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during bd testing the product did not meet specification for stopper pullout force with a bd vacutainer® trace element 7.0 ml. This occurred with 25 tubes. The following information was provided by the initial reporter: (6 of 10 complaints) it was reported that the tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force. 6 of 10: maximum 35.6 ¿ 36.6 as part of CAPA (B)(4), we sourced bd vacutainer® trace element 7.0 ml (367735) tubes which were sterilized at nominal (~25 kgy) and maximum dose levels (~36.6 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® trace element 7.0 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test intervals. The nominal and maximum dose test samples for the 7.0 ml were from lot # 7331966. Refer the table for your reference. Date of awareness is the date when particular test interval has performed.

Event description:
It was reported that during bd testing the product did not meet specification for stopper pullout force with a bd vacutainer® trace element 7.0 ml. This occurred with 25 tubes. The following information was provided by the initial reporter: (6 of 10 complaints). It was reported that the tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force. 6 of 10: maximum 35.6 ¿ 36.6 as part of CAPA 54720, we sourced bd vacutainer® trace element 7.0 ml (367735) tubes which were sterilized at nominal (~25 kgy) and maximum dose levels (~36.6 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® trace element 7.0 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test intervals. The nominal and maximum dose test samples for the 7.0 ml were from lot # 7331966. Refer the table for your reference. Date of awareness is the date when particular test interval has performed.

Manufacturer narrative:
Date received by manufacturer: 2019-07-18. Bd has updated the awareness date to july 18, 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. H.6. Investigation summary: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1275287. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.